Manufacturer narrative:
Additional information provided. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on june 22, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, there was no ultrasound power and the phaco handpiece became hot and difficult to grasp. The phaco handpiece was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
The ultrasound handpiece (hp) was received for evaluation. A visual assessment of the returned sample found cable degradation and a discolored connector cap. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal movement which found the handpiece to meet specifications. The returned handpiece was found to functionally meet specifications as related to the reported events. Therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).